Event description:
It was reported that guide wire break occurred. A zipwire hydrophilic guide wire was advanced to the target lesion; however, it was noted that a piece of the guide wire sheared off and was left inside the patient's body.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).